Event description:
During a laparoscopic cholecystectomy, pt expired. There is no info from the facility at this time to suggest that the device contributed to the pt's death. Facility states that death occurred "at the beginning" of the procedure. No visual or audible alarms sounded according to facility. Facility would not release any further info after a good faith effort to obtain details surrounding the event.